Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to be experience eye irritation. The patient was prescribed eye drops as a form of medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient reported eye irritation related to a CPAP device's sound abatement foam. The patient was prescribed eye drops as a form of medical intervention the device was returned to the manufacturer's product investigation lab for further evaluation. The external aspect of the device was inspected visually and manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter.there was an unknown dust contaminate present at the air inlet where the filter would be. The internal aspect of the device was inspected and the manufacturer observed an unknown dust contamination was observed unknown white colored dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes there was no evidence of visible foam degradation in the device. Section d8, d9, h2, h3 and h6 were updated. Section d4,unique identifier (UDI) has been corrected in this report.